Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead showed noise with oversensing. The patient was pacing dependent, and oversensing resulted in pacing inhibition for about one beat, so asystole occurred for less than two seconds. The impedance measurements were reportedly fluctuating between 500-819 ohms. The physician was concerned about potential rv lead issues, and technical services (ts) discussed programing options with sensitivity and switching to a unipolar configuration along with testing and risks. Plans were made to bring the patient in for troubleshooting. The rv lead remains in service. There were no additional reported adverse patient effects.

Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that the right ventricular (rv) lead showed noise with oversensing. The patient was pacing dependent, and oversensing resulted in pacing inhibition for about one beat, so asystole occurred for less than two seconds. The impedance measurements were reportedly fluctuating between 500-819 ohms. The physician was concerned about potential rv lead issues, and technical services (ts) discussed programing options with sensitivity and switching to a unipolar configuration along with testing and risks. Plans were made to bring the patient in for troubleshooting. The rv lead was later explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead showed noise with oversensing. The patient was pacing dependent, and oversensing resulted in pacing inhibition for about one beat, so asystole occurred for less than two seconds. The impedance measurements were reportedly fluctuating between 500-819 ohms. The physician was concerned about potential rv lead issues, and technical services (ts) discussed programing options with sensitivity and switching to a unipolar configuration along with testing and risks. Plans were made to bring the patient in for troubleshooting. No additional adverse patient effects were reported. Additional information was received which indicated that this pacemaker was explanted and returned to boston scientific for analysis.

Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed.